Event description:
It was reported that the pt was in the operating room to have a local excision of the left foot and a skin graft to the area. When the doctor went to use the zimmer air dermatome on the graft site of the right hip, instead of shaving a thin even layer it dug deep and skipped down the area causing several deep wounds. After the case was complete, it was found that a padgett blade was used instead of the zimmer dermatome blade. Ref voluntary report number (B)(4).

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the investigation is complete.